Event description:
It was reported that during use of implantable pacing lead (ipl), the impedance triggered a low impedance alert. The clinician decided to turn off ipl polarity switch at follow-up visit and programmed lead to bipolar. The ipl remains in use, however at device replacement physician will determine addition of new lead or extraction of ipl. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.